Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient fell a few times in (B)(6) 2019 and the patient believes the stimulator may have moved because she is experiencing a return of symptoms. Patient stated she is still getting up 3-4 times a night to use the bathroom. They have made adjustments to the stimulation intensity many times before, and the symptoms did not show improvement. Patient stated they had the programmer available but did not want to make adjustments while on the phone. It was recommended they consider completing voiding diary to track progression/therapeutic response, and contact the doctor if symptoms didn¿t improve. The patient had upcoming appointment with the doctor and requested a manufacturer¿s representative (rep) check the device; email was sent to the rep. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient responded to a request for more information stating they had not notified the physician about their return of symptoms after a fall. The patient didn't think the fall impacted the device. A manufacturer's rep helped the patient by adjusting the settings and it was much better now. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.